Event description:
Pt was receiving dilaudid through a pca pump. Pt respiratory arrested and received narcan. Event investigated for possible overinfusion. Event logs evaluated and the only finding was a minor guardrails warning override (pca and continuous doses of 0.5mg exceed guardrails limit of 0.4mg). No programming errors identified. Hosp didn't feel any additional investigation was needed by cardinal health.